Event description:
It was reported by school nurse that the insulin pump over-delivered insulin. Insulin delivered that was not manually programmed. Customer changed the infusion set and battery in the morning. The blood glucose reading was 73 mg/dl. Customer is getting proper treatment from the school nurse for the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The unit was monitored and no unexpected boluses noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.